Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by patient's mother that her child's infusion set was not sticking. The infusion set was used for two days. No further information was available.